Event description:
It was reported that the ventilator's turbine did not rotate with an audible alarm during testing. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
The field service center replaced the turbine to correct the reported problem. The turbine had been discarded by the customer, so further testing could not be completed by the manufacturer.